Manufacturer narrative:
Findings: pump received with compromised force sensor alarm during prime test at 4 pounds due to faulty force sensor (gold). Unable to perform the occlusion test or excessive no delivery test due to alarm. Pump received with cracked case at display window corner, reservoir tube lip, display window, and missing end cap sticker.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 313 mg/dl. The customer was treated for high blood glucose with the injection. The customer found out went change the reservoir it said no delivery. The customer performed the high pressure test and the result is 4.0. The customer was advised the 2 high blood glucose rule. The customer was advised to change the entire set, reservoir and insulin and treat. The customer was advised to follow up with health care provider concerning high blood glucose. The customer was advised the pump will need to be replaced and revert to a backup plan until replacement arrives.